Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient line was damaged by cat. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not available; however a lot number was provided.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The care giver (cg) stated that the patient line was leaking, so she placed tape to the area on the patient line. The technical service representative (tsr) advised the cg that anytime any lines are leaking therapy needs to be ended and would need to start over with new supplies. The cg stated it was believed that the cat may have caused a hole in the patient line. The tsr advised the cg not to have the cat in the room while the home patient (hp) is doing therapy. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that he did not know what the cause of the leak was. He called baxter when it happened, and the alarm was cleared. Everything worked out fine after he started over with new supplies for the following therapy. No injuries had occurred. The hp spoke to his rn about this and performed some tests. There were no infections.